Event description:
Customer reported a malfunction alarm identified by a specific code; however, no events were notable prior to this issue. There was no reported adverse impact to the customer¿s blood glucose level. The customer had already completed a pump reset before contacting support, and the malfunction code did not recur after this reset. Technical support instructed the customer to continue using the pump and to call back if the issue reoccurs, which the customer acknowledged and understood.